Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in response to the hospital contacting the patient after the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the patient stated that the implantable pulse generator (ipg) "stopped working" and the right ventricular lead was "faulty." The patient was symptomatic, "close to death", paced with an external pacemaker, and hospitalized for five days, then the ipg and lead were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified by the physician's medical report that the patient experienced av block and syncope due to lack of pacing by the right ventricular lead. The lead also had unstable threshold. The lead was capped. It was also clarified that the ipg was replaced due to the programmed higher outputs and the eventual need for exchange, however the device was still possibly related to the advisory. The ipg was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified by the patient that the patient fell two times and hit the head; the first resulting in bleeding and a wound on the left eyebrow and the second resulting in nose bleeding. It was also clarified that the ipg was malfunctioning; it was not pacing properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.